Manufacturer narrative:
The event occurred in (B)(6) medwatch with identifier (B)(6) is for customer's results with mobile system, medwatch with identifier (B)(6) is customer's results with aviva nano system. Medwatch with identifier (B)(6) is for customer's father's results with mobile system, medwatch with identifier (B)(6) is customer's father's results with aviva nano system.

Event description:
Caller reported customer's blood glucose results of 15.8 mmol/l on mobile system, 5.9 mmol/l on aviva nano system within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.